Event description:
It was reported that during a da vinci prostatectomy procedure, the prograsp forceps instrument wouldn't work and the arm turned yellow without an error. There was no message indicating that the instrument was expired. Nothing reportedly fell into a patient. The planned surgical procedure was completed using another instrument and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Failure analysis investigation found that the instrument did not engage when placed on in-house system. Failure analysis also found that one grip cable was frayed at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were not damaged. Additionally, deep scratches on the main tube were observed. The distal end of the instrument's main tube exhibited various scratch marks with light material removal. The scratches were not axially aligned with the tube axis. No other damage was found. It was concluded that the damage to the main tube may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, frayed cable and main tube scratches found during failure analysis, if to reoccur could cause or contribute to an adverse event.